Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: l5- s1 spinal stenosis. Severe degenerative disc disease of l5-s1. Status post spinal fusion from l2-5. Procedure: posterior hardware removal from l2-5. Primary spinal fusion at l5-s1, posterolateral, with pedicle screws in a nonsegmental fashion. Re-instrumentation of the lumbar spine from l2-s1. Posterior lumbar interbody fusion at l5-s1 with interfuse cage. L5 laminectomy with partial medial facetectomy and foraminotomy. Local bone grafting. Allograft bone graft and bone morphogenic protein. As per op- notes: decortication of the transverse process of l5 and the sacral ala was performed, and copious bone graft mixed with bone morphogenic protein was applied. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.